Event description:
A customer sent their device to a physio-control service agent for routine maintenance. On arrival at the service agent, the device displayed all three icons (service indicator, charge-pak, and attention) in the readiness display. The device could not be switched on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries were depleted and also that hlc batteries bt2 and bt3 were damaged and could not charge up. The customer received a replacement device.